Event description:
Procedure type: laparoscopy. Patient gender: unknown. According to the reporter: a piece of the inner seal broke off during the case and fell into the patient abdomen. They were unable to recover the piece. Delay or not reported. The incision was not extended and there was no additional bleeding. No patient injury was reported. No other information provided.